Manufacturer narrative:
Insulin pump received with missing battery tube spring noted. Unable to perform any tests due to missing battery tube spring.

Event description:
It was reported that the insulin pump had battery compartment with broken spring. The customer's blood glucose level was unknown. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.